Manufacturer narrative:
Actual device involved in incident was evaluated through photographic images taken by the complainant and supplied to welch allyn. Conclusions: pictures of the device were supplied by the complainant. The actual device is being returned for evaluation, but has not yet been received by welch allyn.

Event description:
Welch allyn received a call on (B) (6) 2010, from the customer's/complainant's facility indicating that while a female pt was undergoing a gynecological examination (pap test) the bottom piece of the kleenspec disposable vaginal speculum broke in half diagonally. The upper portion of the speculum was removed immediately however, the broken bill of the bottom portion of the speculum remained in the pt. The broken portion was removed by the physician and caused a 5mm laceration to the pt near the vaginal opening. The attending physician prophylactically gave the pt antibiotics to prevent infection. The customer did not provide a pt identifier.